Event description:
A customer reported the system displayed an error message during cataract surgery. The procedure was completely by doing a manual procedure, extracapsular cataract extraction (ecce) with a delay of less than 15 minutes. There was no patient harm reported.

Manufacturer narrative:
The customer did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be conclusively determined. (B)(4).